Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was attempted to be used in the esophagus during an esophageal stricture dilation procedure performed on (B)(6) 2024. During the procedure, it was reported that the device was unable to maintain the pressure. The procedure was not completed due to this event as an alternative device was not available. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: the returned pneumatic inflator was analyzed, and a visual evaluation noted that no problem was noted with the gauge or the hand pump. Functional evaluation noted that when actuating the hand pump, it was able to inflate the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of device failure to inflate was not confirmed. Upon analysis, it was found that no problem was noted with the gauge or the hand pump. The hand pump and was actuated and the device was able to inflate the balloon. The pressure gauge needle on the device did move and was able to hold its position for at least 10 seconds, indicating the device was holding pressure and functioning properly. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was attempted to be used in the esophagus during an esophageal stricture dilation procedure performed on (B)(6) 2024. During the procedure, it was reported that the device was unable to maintain the pressure. The procedure was not completed due to this event as an alternative device was not available. There were no patient complications reported as a result of this event.